Event description:
The user facility reported that a patient underwent a cerebral angiogram via the femoral approach. After the procedure, the 6f sheath was removed and an angio-seal sheath was inserted. The device was then introduced into the sheath. It is important to note that there was significant scarring at the groin site from previous procedures. The device was advanced until the forward "click" was heard, and then pulled back until the backward "click" was noted. However, when the physician pulled the device back, everything came out. The footplate and collagen were found still inside the sheath. It is likely that the sheath kinked while in the patient, preventing the footplate and device from passing into the artery. Manual pressure was applied, and hemostasis was achieved. The patient is fine and suffered no injuries. Blood loss was less than 250cc. No patient injury occurred, and no medical or surgical intervention was required. The event occurred intra-procedure. No concomitant or other devices were used with the involved device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt lead tech. One (1) 6 fr angio-seal vip device was returned. The returned sample includes the carrier tube, hemostasis sheath, arteriotomy dilator, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were separated. The carrier tube is set to rear lock and has a bend in the shaft. The bypass tube is dislodged from the distal tip of the carrier tube. The anchor is attached, and the contents of the carrier tube were not deployed. The complaint can be confirmed for nondeployment device pullout. The exact root cause cannot be determined. The likely cause is determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).